Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0etcu, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that the patient had an expired extension implanted. It was noted that the extension was implanted on (B)(6) 2014 but the use by date (ubd) was (B)(6) 2014.